Manufacturer narrative:
This supplemental correction report was created to capture updates on b5: describe event or problem.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was damaged when multiple attempts were made to deploy into the tissue. There was ingrowth on the screw and the helix could no longer extend or retract. No adverse patient effects were reported.

Event description:
It was reported that this brady was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the lead was damaged when multiple attempts were made to deploy into the tissue. There was ingrowth on the screw and the helix could no longer extend or retract. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on b5: describe event or problem. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and stylet insertion test. Measurements throughout these tests were within normal limits and passed without issue. Detailed analysis did confirm helix difficulty, helix defective, and tissue in the helix observation with the lead as helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.